Manufacturer narrative:
The insulin pump passed the reset error test and the self test with no reset error alarm. The insulin pump had multiple alarms in the alarm history screen due to a corrupted history file. No off no power anomaly was noted. The insulin pump had normal operating currents and the low battery alarm functioned properly. The insulin pump had minor scratches on the display window, cracked battery tube threads and a cracked reservoir tube lip.

Event description:
It was reported that the customer had normal blood glucose levels of 98 mg/dl. The customer reported an unexpected restart by the insulin pump. The customer reported using new batteries on the insulin pump. The customer also reported an off no power alert from the insulin pump. The customer further reported that there was no low battery alert prior to the off no power alert on the insulin pump. It was also reported that the customer received a couple of displayable history crc check failed on startup errors on the insulin pump. The customer also reported that there was a crack on the battery compartment of the insulin pump. The customer was advised that the insulin pump would need to be replaced. The customer was advised to discontinue use of the insulin pump and to revert to a back-up plan per the health care provider's instruction. No additional information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).